Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: on (B)(6) 2025, the patient went to another hospital and a new sample was collected and the roche pth result was 243pg/ml (the upper limit of the reference range is 65pg/ml). Based on the results of hypercalcemia and b-ultrasound examination, the patient was diagnosed as parathyroid adenoma. On (B)(6) 2025, the lss took this new sample to customer's (B)(6) analyzer (sn#(B)(6)) for retesting, the beckman results were 225.2pg/ml and 217.9pg/ml respectively. The beckman retest results were consistent with roche result. On (B)(6) 2025, the lss also retested the retained blood sample drawn from the patient on july 24th (the blood sample retained by the patient during the biochemical ca recheck in the outpatient department on (B)(6) 2025), the retest result was 81.5pg/ml. On (B)(6) 2025, the lss randomly selected two retained samples from other patients (collected on (B)(6) 2025) for retesting, the retest results were consistent with initial results, so no abnormal results were found on other patients. The lss communicated with the customer about comparison test results. The clinical doctor and the laboratory department accepted that the patient was in the development stage of parathyroid disease, and the pth did not reach abnormal or high levels during hospitalization. It was confirmed with the originator via mail that there was no misdiagnosis and mistreatment reported in this case. In conclusion, the cause of this event is a malfunction of discordance. The beckman test results were discordant with the patient¿s clinical presentation and the b-ultrasound results. The primary cause of the discordance cannot be confirmed with the provided information.

Event description:
The customer reported that they got low access intact pth (part number a16972, lot number 440448) results for one patient sample on their (B)(6) analyzer (sn#(B)(6)). The patient was admitted to the hospital due to respiratory tract infection. During the patient's hospitalization, biochemical tests indicated hypercalcemia, the b-ultrasound examination of the parathyroid suggests a hypoechoic mass on the dorsal side of the middle part of the left lobe of the thyroid. The patient's pth results on (B)(6) 2025 were 100pg/ml, 73.2pg/ml, 74.3pg/ml, 90.1pg/ml respectively, the results were slightly above or within the reference range of 12-88pg/ml. The customer thought the pth results were low and not to support the diagnosis of parathyroid adenoma. There were no report of injuries, exposures, or delays in treatment or diagnosis related to this event. There was no report of harm to a patient, an operator, or any other person. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as qc (quality control) at the time of the event pass with the expectation. No calibration data at the time of the event was provided, but the patients' results are accompanied by flags cex (the calibration curve or cut-off value is expired). No issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.